Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was determined the device only turned off one time and it was after interrogating the device with the patient programmer. The hcp and rep determined it was user error that caused the system to turn off. The hcp assessed the system and the patient using the programmer; the device and therapy was working as it should.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID b3400060 lot# serial# (B)(6) implanted: 2021(B)(6) explanted: product type extension product ID 3387-40 lot# jo417811v serial# implanted: explanted: product type lead product ID b3301542m lot# serial# (B)(6) implanted: explanted: product type lead medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H10. Correction submitted to provide correct information for device/event and new information received. Previous supplemental inform ation related to a different event/patient. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the manufacturer¿s representative (rep), which was confirmed with the healthcare provider (hcp), reported it was the sensight lead that was implanted then removed due to placement changes from seeing it on fluoro and they wanted more optimal placement and then (the implanted). The device was still on the universal lead holder during this.

Manufacturer narrative:
Other relevant device(s) are: product ID: b3400060, serial/lot #: va2g3q5v27, ubd: 01-sep-2023, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was high impedance seen on the new sensight lead at 10b segment I frapp testing. The session report showed left globus pallidus (gpi) all contacts involving 10b was x-high. It is unknown if there were any factors that may have led or contributed to the issue. The fellow thinks that multiple passes may have caused issue but also thinks the high impedance may clear. The physician and fellow both tried to reinsert, wipe, etc. At the lead/extension connection and at the extension/ins site but that did not change the high impedances. The patient's existing ventral intermediate nucleus (vim) 3387 lead showed high impedance at auto ramp but cleared at 3v stimulation impedance check. They will wait and see what the impedance is at the clinic appointment.